Manufacturer narrative:
The product complaint analysis team has completed its onvestigation of the device which was returned to us with product inquiry #974422. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(18); and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Co reviews each incident as it occurs in an effort to continuously improve and products.

Event description:
It was reported the ems was used during laparoscopic hernia repair. It was reported the stapler jammed upon initial firing of the device. Another ems was used to complete the case. There was no consequence to the pt.